Event description:
A patient called with complaint of high flows that he noted on his vad controller. The last time he noted this on his vad device, he was diagnosed with vad pump thrombosis and had to have his pump replaced. He called the vad team and was sent for labs to rule out pump thrombosis. Ldh was elevated and he was admitted to (B)(6) is for further assessment, bivalirudin infusion therapy and possible pump change out.